Event description:
The complainant reported that while performing a therapeutic procedure on a patient the physician attempted to remove the j-tube for replacement, but during this procedure the tube was found to be nearly detached from the securi-t. As the physician successfully removed the j-tube from the patient, the white barbed connector detached from the hub. The complainant reported that all parts were successfully removed, and that no portion of the device had fallen into the patient's abdominal cavity. A replacement j-tube enteral feeding device was placed in the patient. The complainant indicated that there was no adverse affect on the patient as a result of the reported problem. The complainant reported that "acetic acid" was used to care for the tube.